Manufacturer narrative:
Additional information has been received regarding the patient weight change from 0 pounds to 158 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 158 pounds which is updated in section a4. The pump was received with a partially broken battery tube threads. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a cracked keypad overlay, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading. Cosmetic damage was confirmed at the battery compartment opening of the pump during analysis. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had a piece break-off on the pump where the battery cap is and it was not airtight or sealed anymore. The customer reported the battery compartment damage. The customer reported no adverse event. The event involved product(s) mmt-1884l.troubleshooting was performed and the serialized device was replaced. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1884l was requested, and the customer response was the device will be returned.